Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.